Event description:
A us distributor reported that a monitor was unable to complete a pulse test.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse current fault flags) was confirmed. Upon investigation the monitor was unable to complete a pulse test. The cause for the failure was isolated to a shorted q2 transistor which damaged the d2, q5 and q3 on the computer/analog pca. The root cause for the shorted q2 transistor could not be positively identified. No adverse event resulted from the damaged monitor.